Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device service required prompt.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, belfast on 8th march 2016. Upon visual inspection of the returned device extensive impact damage was observed to the outer casing and the returned pad-pak casing. On receipt of the device the history and memory logs could not be downloaded due to the extensive damage to the outer casing which prevented the usb cable from connecting. After a known outer casing was installed and the coin cell battery replaced the device was successfully connected to via usb and the memory and history log downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2016 and that it had performed to specification up to (B)(6) 2017. After (B)(6) 2017 the device records 13 self-test fails during manual power cycles, due to a real-time clock (rtc) error. After further investigation, it was found that the severe impact damage resulting in a broken coin cell and a device service prompt caused the reported fault. The device had given the reported "device service required' prompt due to an rtc failure caused by a broken coin cell. The broken coin cell had also caused no flashing led. The coin cell likely became damaged by the severe impact to the device as evident from the damage to the outer casing of the returned unit. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.